Event description:
During the placement of the esophageal portion of the device, the device broke in the esophagus requiring physicians to retrieve the broken piece of the device before proceeding with the procedure. No patient harm.